Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
It is unknown which date the device was implanted; (B)(6) 2008 or (B)(6) 2007. Complaint provides two facilities but does not specify where the device was implanted: (B)(6).